Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was reproduced and confirmed. The upper latch switch was found to become intermittently open. The failed latch switch was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
It was reported that a spectrum pump experienced system error 322. It was also reported there was no pt injury.